Event description:
Consumer alleges power chair was operating properly when suddenly the chair allegedly locked up and threw the consumer to the ground. The chair allegedly fell on top of the consumer. The caller, (B)(6), was allegedly following behind in her power chair and after lifting the chair off of the consumer, she accidentally hit the joystick on her chair as she was sitting & the chair went backwards causing her to allegedly fall to the ground. Injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41 serial number/date code unknown has an unknown age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male , age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.